Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements which were not out of range. The lead was later surgically abandoned due to impedance issues. The sensing and threshold measurements were reportedly normal. No additional adverse patient effects were reported.